Manufacturer narrative:
The prograsp forceps instrument was received for failure analysis testing. The reported event was not replicated or confirmed. The instrument grips opened and closed without issue. The instrument was fully functional. No product issue was identified. A review of the instrument log for the 8mm prograsp forceps instrument (471093-11/k10230103 0111) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2023 and has 2 uses remaining. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the jaws would not release from tissue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.